Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted centrally on the leaflets and the clip was deployed. During deployment, while retracting the actuator knob the clip opened. A second mitraclip nt was attempted to be placed lateral to the first clip to reduce the residual mr. Upon grasping the leaflets, there was a significant increase in the mean pressure gradient (mpg) to 7 mmhg. The clip was removed from the patient and the procedure was discontinued. The final mr remained at grade 4+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported mitral regurgitation is a cascading event of the clip opening while locked. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.